Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator alarmed and the ventilator cut off. It was also reported that the ventilator generated loss of communication errors. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event. A technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended that the customer replace the graphical user interface (gui) to breath delivery (bd) cable and run self-testing. They were to leave the device running for a few days to ensure no further issues occurred. The customer was advised to call back should the issue continue.

Manufacturer narrative:
Unique identifier (UDI) number added to section. If information is provided in the future, a supplemental report will be issued.